Event description:
It was reported via repair work order that the foot end lift was stuck at full height and unable to lower due to foot lift power coil cable malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.